Event description:
A customer reported obtaining unexpected negative reactivity with the antibody screening assay on the echo for a sample having anti-e.

Manufacturer narrative:
A review of the image result files for the unexpected negative reactions on the echo showed that the e-positive cells (cells 2 and 3) visually appeared weak positive. No additional testing was performed on the echo due to insufficient sample volume. Customers were made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.